Manufacturer narrative:
The suspect device has not been returned for evaluation. Vyaire initiated o2 cell replacement and inspiration block. Performed calibrations, no alarms or o2 dosing issues occur. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 had alarm 379 - no o2 dosing possible while on a patient. Furthermore, the vent was pulled with no harm.

Manufacturer narrative:
Results of investigation: log file analysis was performed. Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that the pressure regulator is defective. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The original complaint cpuld not be duplicated . The uut (unit under testing) was tested and was found to be functioning to specification.